Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 0002916596-2013-00773. Patient age and weight not provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was implanted with an acute blood pump system for biventricular support. The perfusionist reported that after the patient came out of the operating room, there was a clicking sound followed by chattering coming from the motor. The perfusionist performed troubleshooting steps and the sounds went away when the motor and primary console were switched to backup.

Manufacturer narrative:
Section d3, g1, g2: correction.